Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. A replacement pump was already being sent to the customer, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues recurred, which the caller acknowledged and understood.